Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod on the arm. Investigation of pod found damage to the cannula.

Manufacturer narrative:
Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the observed corrosion, low battery voltages, and data loss. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to investigation conclusion: inspection of the device found corrosion on several internal components, including the pcb assembly, the pod chassis, the mechanism rail, the catch beam, and the bottom battery. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however, the pod data could not be retrieved. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the observed corrosion, low battery voltages, and data loss. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.